Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and pod's bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the patient that they had placed a pod on their right thigh and they felt pain at insertion and throughout the duration of wear. On monday (B)(6) 2021 the patient decided to take the pod off and they had a red spot 4 inches in diameter around the cannula insertion site. The cannula looked like it had a kink in it. The next day on (B)(6) 2021 the red spot had grown to 9 inches in diameter. The patient was referred by their doctor to seek care at the emergency room since the patient was also running a fever of about 100 degrees f. The patient was prescribed an antibiotic called cefalexin and was directed to take for 7 days.